Event description:
It was reported that review of printouts showed inappropriate therapy for svt. It was noted that the patient received high voltage therapy after which the rhythm accelerated to vt/vf. Oversensing and undersensing were observed in one episode. The issue was resolved by adjusting the svt detect criteria. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.